Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bloody lip [lip haemorrhage]. Caught lip [lip injury]. The head (the rotating part) gets too loose after brushing a few times, lip can get caught in between - oral-b precision clean [injury associated with device]. The head (the rotating part) gets too loose after brushing a few times - oral-b precision clean [device connection issue]. The head flew off during brushing, head completely detached, brush sprung apart - oral-b precision clean [device breakage]. Case description: report source: spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that 3 oral-b power oral care refills precision clean from a large pack had the rotating head got loose after brushing a few times, and his lip got caught in between which caused a bloody lip beginning on an unspecified date. The last brush head used flew off during brushing after brushing 3 times. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) -2017 consumer follow-up via e-mail: the consumer reported there were a total of 3 brushes which had their heads get loose, and the last one had it completely detach after using 3 times. The consumer reported this had never happened before, and he still had the last brush. He stated 2 large packages were purchased at the same time, and he did not know if there were bad brushes in the second pack. The case outcome remained unknown. No further information was provided. On (B)(6) 2018 consumer follow-up via e-mail: the consumer reported he still had 6 brushes out of the package in question, and compared 1 brush to brushes of the other pack. The reporter described there was a difference in the color of the bristles and suppleness of the brush, and one brush being sent is stiff. He used 1 brush that sprung apart after brushing 3 times, and another was used for 2 to 3 weeks. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
01-mar-2018 product investigation results: the reporter returned toothbrush head on (B)(6) 2018. Toothbrush head confirmed to be counterfeit.

Event description:
Bloody lip [lip haemorrhage]. Caught lip [lip injury]. The head (the rotating part) gets too loose after brushing a few times, lip can get caught in between - oral-b precision clean [injury associated with device]. The head (the rotating part) gets too loose after brushing a few times - oral-b precision clean [device connection issue]. The head flew off during brushing, head completely detached, brush sprung apart - oral-b precision clean [device breakage]. Product counterfeit [product counterfeit]. Case description: report source: spontaneous. A male consumer of unspecified age reported via e-mail on 25-dec-2017 that 3 oral-b power oral care refills precision clean from a large pack had the rotating head got loose after brushing a few times, and his lip got caught in between which caused a bloody lip beginning on an unspecified date. The last brush head used flew off during brushing after brushing 3 times. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 29-dec-2017 consumer follow-up via e-mail: the consumer reported there were a total of 3 brushes which had their heads get loose, and the last one had it completely detach after using 3 times. The consumer reported this had never happened before, and he still had the last brush. He stated 2 large packages were purchased at the same time, and he did not know if there were bad brushes in the second pack. The case outcome remained unknown. No further information was provided. 05-jan-2018 consumer follow-up via e-mail: the consumer reported he still had 6 brushes out of the package in question, and compared 1 brush to brushes of the other pack. The reporter described there was a difference in the color of the bristles and suppleness of the brush, and one brush being sent is stiff. He used 1 brush that sprung apart after brushing 3 times, and another was used for 2 to 3 weeks. The case outcome remained unknown. No further information was provided.